Manufacturer narrative:
UDI number: (B)(4). The subject device is not available for evaluation as it was discarded by the hospital staff. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Based on the information received, operational context most likely contributed to this event. In this case, the cor knot caught the leaflet leading to severe insufficiency and need to explant and replace the valve. After this was completed, the patient had new mitral regurgitation, a distended right atrium and depressed left ventricle which led to the need for iabp, ECMO, and an unplanned CABG. A manufacturing non-conformance was not identified. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that a 21mm bioprosthetic aortic valve was explanted at implant due to aortic insufficiency with leaflet restriction. This case involved a (B)(6) male who presented with fevers with unknown origin. He was admitted and diagnosed with aortic valve endocarditis with strep. He underwent aortic valve replacement, pre-op tee showed severe aortic insufficiency. Intraoperatively, the native aortic valve was excised. The annulus was sized to a 21mm valve. The valve was seated into position and all sutures tied down with a cor-knot. The valve was inspected. There were no obvious abnormalities, and the aortotomy was closed. He was weaned off from cpb. Tee showed severe aortic insufficiency. It appeared the noncoronary leaflet was not moving properly. He was placed back on cpb and the valve was inspected. It appear that the cor-knot system at the junction of the left and noncoronary cusp interfered with the noncoronary leaflet. The cor-knots were removed and the previously placed valve was removed. The annulus was inspected and there were no obvious abnormalities. A newly 21mm valve was seated into position. All sutures were tied down again with the cor-knot system. The valve was inspected and no abnormalities noted. The coronary ostias were identified and the aortotomy was closed. The crossclamp was removed. Global left ventricular dysfunction was noted. Via echo he had elevated pulmonary artery pressures, distended right atrium and severe mitral regurgitation which appeared functional as the anterior and lateral wall of the left ventricle were severely depressed. An intra-aortic balloon pump was placed to wean off patient from cpb. However, he did not show improvement on his left ventricular function and he was placed on ECMO. Given the dysfunction of the lv and the distribution in the anterior lateral wall, unplanned CABG was performed. He received multiple blood product. When he was finally stable, he was taken to the cardiovascular intensive care unit, intubated on the iabp and ECMO.

Manufacturer narrative:
Reference CAPA-20-00141.